Event description:
It was reported to st. Jude medical that during follow-up, an extended charge was observed. The battery voltage was also reported at 2.7v after two years of service. The decision was made to explant the device.